Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the valve loaded in the capsule, visual analysis showed the handle components detached from the dcs. The tip-retrieval mechanism appeared intact. The device was received with a non-medtronic sheath attached. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The actuator components were reattached to the dcs to facilitate the deployment of the capsule. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The inner member shaft and spindle hub appeared intact with no evidence of damage. One of the actuator tabs was observed to have a hairline crack at the point where the tab protrudes from the actuator. One of the actuator tabs was observed to have become detached from the actuator. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The actuator components were observed to be detached. One of the actuator snap fit tabs was observed to have a hairline crack at the point where the tab protrudes from the actuator and the second tab was observed to have become detached from the actuator. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs) at 80% deployment, the valve dislodged into the ascending aorta. While repcaturing, at about 30% deployment, the actuator handle separated into two pieces. The valve was able to be recaptured to 20% which allowed it to be withdrawn into the sheath and safely removed. A second valve and dcs were used for successful implant. No adverse patient effects were reported.